Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their previous implantable pulse generator (ipg) was "faulty". The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.